Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose(bg) level. Additional information and a specific bg value was not provided. Customer declined further troubleshooting with tandem technical support.